Event description:
The physician selected micropuncture access set for cv port placement. The pt's anatomy had no notable problem. The physician punctured the internal jugular vein and inserted the sheath introducer over the wire guide. She then attempted to remove the wire guide, however, resistance was met. She pulled the wire guide strongly and it became unravelled and separated. The separated wire guide remained in the introducer, so she removed whole system. She confirmed a section of the wire guide did not remain inside the pt's body, and used another product to complete the procedure. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Product was returned in a used and damaged condition including the separated segment. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. This device is shipped with an attached caution label, in which it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device confirmed the complaint. During investigation, a review of complaint history, review of qc, review of trends, and a visual inspection was performed. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per the warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. As these are ruled out by the event description it is unknown why difficulty was experienced. Root cause is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.